Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly, indicating that proper detachment was not attempted. The proximal constraint ball was inside the pusher assembly distal detachment tip (ddt) and the coil stretch resistant (sr) wire was broken. The pusher assembly was kinked approximately 5.0, 19.0, 68.0 and 118.0 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicates that the ruby coil was re-sheathed for a second time and detached unintentionally. Evaluation of the returned product confirmed that the ruby coil was detached from the pusher assembly due to a break in the coil sr wire. This type of detachment normally occurs if the retraction force exceeds the tensile strength of the sr wire material. The complaint reported that excessive force was not used however; sr wire break is a known failure and is typically associated with resistance during manipulation of the device in the patient and subsequent excess force placed on the device to overcome the resistance, causing the sr wire to break. The kinks along the length of the pusher assembly hypotube were not described in the complaint and may have been due to handling during packaging for return. The ruby coil devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a ruby coil. During the procedure, the physician attempted to resheath a ruby coil, however it unintentionally detached partially in the target vessel and partially inside the hepatic artery. The physician used a snare device to retrieve the ruby coil and dissected the hepatic artery. The dissected artery became thrombosed quickly and the physician attempted to re-wire the hepatic artery through the clot. This was unsuccessful because the physician could not get into the true lumen. The procedure ended and the physician plans to use anticoagulants until the vessel opens back up.